Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during self test, the cs300 intra-aortic balloon pump (iabp) unit had an electrical test failure #50. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and found electrical test fail #50 coming on the display. The fse then checked the motor control board and main board, both of which were ok, and he then further checked the compressor unit, which was observed to be possibly defective so the fse ordered a compressor for testing purpose. The fse repaired the unit by replacing the compressor unit, checked the machine and found the machine is working ok. All pneumatic tests passed. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.